Event description:
Customer stated that the insulin pump's display was dim. Customer also stated that the drive support cap appeared to be damaged. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on electronic assembly/motor. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip.